Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath caused by friction to the device can with no damage to the silicone insulation underneath. External abrasion was also noted breaching the optim sheath caused by friction to a device or feature of the heart with no damage to the silicone insulation underneath. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.